Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack.

Event description:
It was reported from (B)(6) that the patient connected the battery to the controller and the controller started to beep every five minutes. The beeping reportedly stopped after the battery was disconnected from the controller. The same scenario happened while trying to use the battery again two (2) days later. The battery was exchanged and the patient given a new, replacement battery. The device will be sent back to the manufacturer for evaluation. There was no reported patient injury as a result of this event.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. This event is a known malfunction which is currently under investigation by the manufacturer and covered by a CAPA. Patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller.